Event description:
At three weeks post-op a vertical break was observed in the 7.0 cannulated fastener located in the ilium. The initial fracture was three months old. The fastener was placed accordingly to provide stability. The surgeon did not indicate that the fastener needed to be removed based on not currently causing any adverse effects to the patient.

Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
Initial reporter updates, & report source update: this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.